Manufacturer narrative:
(B)(4).

Event description:
It was reported "returning from CT scan the balloon suddenly alarmed 20 minute battery left. Then immediately it said 10 minute battery left, then immediately it said 5 minutes, then it shut off completely and stopped pumping. It then turned back on its own so staff hit the on button to restart the pump but it again shut off. It would keep turning on and off when staff would reset the pump. Staff had to find an outlet. Staff then switched the balloon pump over to another one". The patient's current condition is reported as "unknown".

Event description:
It was reported "returning from CT scan the balloon suddenly alarmed 20 minute battery left. Then immediately it said 10 minute battery left, then immediately it said 5 minutes, then it shut off completely and stopped pumping. It then turned back on its own so staff hit the on button to restart the pump but it again shut off. It would keep turning on and off when staff would reset the pump. Staff had to find an outlet. Staff then switched the balloon pump over to another one". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "shut off completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.